Manufacturer narrative:
H3: product analysis confirmed handpiece stalled and housing showed sign of deterioration. Overheating issue cannot be verified as handpiece stalled and unable to do heat test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the handpiece stalled and overheats in less than minutes, housing show sign of deterioration. Handpiece was running at 5000 rpm oscillation mode with irrigation flow rate of 5cc/min. There was no patient involved.